Event description:
Reporter noted pt had left eye phaco surgery with pc iol and trabeculectomy on 3/21/2000. Sterile endophthalmitis was noted three and one-half weeks post-op. Pt sent to retinal specialist, had injection of intraocular antibiotics, anterior and vitreous cultures. Results were negative. Follow-up on 4/26/2000: va 20/100 in left eye without correction. Condition is slowly improving, prognosis is listed as good.